Event description:
It was reported that the ilet displayed alert 68 indicating a vboost over/under voltage condition while the device battery showed 73 percent, and the user reported repeated restarts with no effect; a replacement device was provided. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and case review. Investigation of the device engineering logs confirmed previous alert 67 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."